Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Event description:
The manufacturer received information regarding a dreamstation auto bipap device. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the corrosion on dc insert of the device and damaged buttons on upper enclosure. In addition, the device was scrapped. This report is being submitted for the corrosion was found on the connector of the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.